Event description:
The customer reported finding droplets on the tops of gel reagent cards in the incubator of an ortho provue analyzer while investigating error codes posted by the analyzer. Droplets on the gel card foil may lead to carry over and a potential erroneous result. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the customer was trouble shooting error codes when they discovered droplets in the incubator and on the tops of the gel cards. A field engineer visited the site and found crystals on the wash station, pressure regulator and connections. Repair of the instrument brought the analyzer to expected operating conditions. There have been no more complaints by this customer since repair. The definitive root cause of droplets in the gel card is unk.